Manufacturer narrative:
Approximate age of device ~ 1 years and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. On (B)(6) 2018, the patient was hospitalized due to driveline infection. Symptoms of the infection included fever (38.1 degrees). The patient was administered intravenous antibiotics (flucloxcaciline) for four weeks. The patient was then discharged on (B)(6) 2018, with oral antibiotics (cotrimoxazol). One week later, the patient was re-admitted to the hospital due to worsening of the infection. The patient restarted intravenous floxapen for 8 weeks. After 3 weeks of floxapen IV, rifampicine was also administered orally to supplement floxapen. After the course of floxapen was finished, levofloxacin was added from (B)(6) 2018 to (B)(6) 2018. The patient was then stable on oral antibiotics. The patient will receive suppressive therapy (cefalaxin) until transplantation once the oral antibiotics (rifampicine and levofloxacine) can be stopped. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A specific cause for the reported driveline infection cannot be conclusively determined. Infection is listed in the instructions for use (IFU) as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.